Manufacturer narrative:
G2: country of event - south korea. H3: product analysis of part # 5480004v ; lot # kh19d520 visual inspection revealed the tip of the driver is broken. Damage present on tip and at break point is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during prior to use of reported product. It was reported that, the tip of the instrument was broken. There was no patient involved during this event. No further complications reported.